Event description:
It was reported that the ilet user experienced hyperglycemia after not performing a meal announcement at breakfast. The user had been shown during training how to access the meal announcement feature but misinterpreted when instructed not to announce a meal during the training session as to not meal announce in general. Symptoms included hyperglycemia peaking at 232 mg/dl. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer education and troubleshooting regarding proper use of the meal announcement feature. Investigation of this case revealed user handling contributed to the event, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.